Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed.(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would display an error code and not power on. There was no patient or customer involvement. The device was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that the issue was due to an electrical problem. Based on the results of the investigation, the reported event was confirmed. (B)(4).